Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 24 june 2026, a 20 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using a 12f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. Trace effusion was noted with transverse sinus fluid prior to the procedure. Two non-abbott devices (20 mm and 24 mm) were attempted to be implanted prior to the 20mm amplatzer amulet. The activating clotting time (act) was 377 seconds, heparin 4000 units were administered. The repeat act was 204 seconds. The left atrial pressure was 13 mmhg and the heart rhythm was normal sinus. The landing zone measurements were 15 mm at 0 degrees, 17 mm at 45 degrees, 16 mm at 90 degrees, and 16 mm at 135 degrees with a working depth of 5 mm at the 135-degree view. The patient had complex anatomy involving a bilobed appendage with a high carina. During the procedure, transseptal was made at the mid-mid location. The wire was placed in the left upper pulmonary vein (lupv). Two partial recaptures were performed to gain adequate depth. Minimal compression was observed. During the tension test, the device shifted proximally. The 20 mm amulet device was removed from the body. A new act was noted at 262 seconds, and heparin 1000 units was administered at that time. A new 22 mm amulet laao was selected for implant using the same delivery sheath. The 22 mm amulet was partially recaptured once to gain depth. Close criteria were met and a tension test was performed. The 22 mm amulet was implanted. Protamine 50 mg was administered. The patient was admitted for overnight observation. The patient was ordered to take 1/2 dose of eliquis after the procedure as the post-procedure regimen. The following day, echocardiogram confirmed a moderate to large, circumferential, pericardial effusion was noted and pericardiocentesis was completed. The patient status was stable. It was unclear which device cause the pericardial effusion.